Event description:
It was reported the single-use 2-lumen sphincterotome knife wire was damaged and broke. The issue was found during a therapeutic ercp procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation result, a likely mechanism causing the cutting wire breakage might be the following. 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use 2-lumen sphincterotome knife wire was damaged and broke. The issue was found during a therapeutic ercp procedure. The procedure was completed with a similar device. There were no reports of patient harm.